Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure, so she could have MRI. No suspected product defect was noted. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had to charge the ipg frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's replacement procedure was cancelled due to a non-device related medical issue. No further course of action will be taken at this time.

Event description:
A report was received that the patient had to charge the ipg frequently. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to charge the ipg frequently. The patient will undergo an ipg replacement procedure.